Event description:
At 0525, console that runs ventricular assist device started alarming. The patient's left ventricular assist device was not emptying correctly. Pump function did not improve with console manipulation. Replaced pump with back-up console.

Event description:
Reporter alleged obtaining the results of 303 mg/dl, 249 mg/dl and 135 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.